Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported green image, impossible to perform white balance, image slightly blurry and cable loose contact during inspection for use. Involving an olympus rigid video laparoscope. There was no patient injury reported.